Manufacturer narrative:
Additional narrative: subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a product development evaluation was completed: the turning handle (part 03.505.005 lot 8136178) can be rotated and is able to transfer the rotation to the distal end gear, indicating full coupling of the internal mechanism. It was noted that the screwdriver shaft (part 03.505.003 lot 8130113) was loosely connected to the screwdriver handle (part 03.505.004 lot 8134069); however, the threaded coupling between the handle and the shaft was found to be in good condition. The screwdriver handle (part 03.505.004 lot 8134069) functioned normally. The screwdriver shaft (part 03.505.003 lot 8130113) exterior was found to be in good condition. The drive shaft was present, both ball bearings were in good condition and moderate discoloration (red) on the shaft was visible. The inner gear was also in good condition with no signs of discoloration. The complaint relating this device assembly could not be duplicated as the devices function normally. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that after connecting all parts, the screw driver is connected to a ka vo machine (motor). The screw holder is not rotating. Patient condition reported as okay. This report is 8 of 15 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional product code: dzi, dzj. Device is an instrument and is not implanted/explanted. (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.